Event description:
It was reported that the patient received inappropriate atp and hv therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. Programming changes were made.

Event description:
New information received noted acceleration of atrial tachycardia and patient had received an inappropriate shock. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.